Event description:
Journal reference: brodsky et al. "Off -off rebound dyskinesia in subthalamic nucleus deep brain stimulation of parkinson's disease" movement disorders/2006//21/9/1487-1490. The article describes a case study of a male pt that received bilateral implantation of dbs in the stn for parkinson's disease. They report a unique pattern (three separate evaluations in a 2year period) of self-limiting dyskinesia that occurred in the off medication state when dbs was turned off. When electrodes were continuously on, and off medication, he was still slightly dyskinetic. Stimulation of the electrode at the superior contact in combination with a slight reduction of l-dopa dose, resulted in suppression of dyskinesia. When the electrode was switched off dyskinesia appeared and lasted 2 hours, despite the pt being off all medications overnight.

Manufacturer narrative:
Journal reference: brodsky et al. "Off -off rebound dyskinesia in subthalamic nucleus deep brain stimulation of parkinson's disease" movement disorders/2006//21/9/1487-1490.